Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2018-01937 and 2134265-2018-01939. It was reported that balloon rupture occurred. The in-stent restenosed target lesion was located in the calcified mid left anterior descending artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for dilation; however, on initial inflation at 8 atmospheres, the balloon ruptured. The balloon was completely removed, then a second balloon, 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilation; however, the balloon also ruptured on initial inflation at 9 atmospheres. The device was completely removed. A third balloon, 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilation; however, on second inflation at 12 atmospheres, the balloon also ruptured. The device was completely removed, then a 3.0x12 non-bsc nc balloon catheter was advanced but also ruptured before rated burst pressure. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and inflation lumen. Microscopic inspection revealed a burst in the balloon material that was approximately 3mm in length. Inspection of the remaining device revealed numerous kinks in the hypotube. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-01937 and 2134265-2018-01939. It was reported that balloon rupture occurred. The in-stent restenosed target lesion was located in the calcified mid left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation; however, on initial inflation at 8 atmospheres, the balloon ruptured. The balloon was completely removed, then a second balloon, 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation; however, the balloon also ruptured on initial inflation at 9 atmospheres. The device was completely removed. A third balloon, 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation; however, on second inflation at 12 atmospheres, the balloon also ruptured. The device was completely removed, then a 3.0x12 non-bsc nc balloon catheter was advanced but also ruptured before rated burst pressure. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.